Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl (27.7 mmol/l) and not reaching a ¿high¿ reading on the cgm. Technical support instructed the caller on several corrective actions, including disconnecting tubing, tightening connections, and delivering bolus doses. The caller was advised to replace the supplies and resume insulin.